Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon air leek test post completion of colon anastomosis in a laparoscopic left colectomy, air bubbles evident along staple line due to poor staple formation. Surgeon oversew the staple line to resolve the issue.